Manufacturer narrative:
Product ID: 977a2, lot# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a2, lot# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative clarifying that both leads were replaced on (B)(6) 2019.

Event description:
Additional information was received from the manufacturer representative reporting that the correct ins implant date is (B)(6) 2019. There were no patient symptoms. The surgeon thought that the leads may be too deep so that they were too energy consuming, and that was why the lead maybe needed to be moved. The device settings were: a1 0- 1+ 2- 3+ 4- 5+ 6- 7+ / 450âs / 80hz / 9,6 and a2 8+ 9- 10+ 11- 12+ 13- 14+ 15- / 450âs / 80hz / 3,3v. The diagnostics/troubleshooting performed was impedances (normal) and reprogramming. The leads have been removed and replaced but was still energy consuming. The ins was replaced on (B)(6) 2019. The patient was okay with their new ins.

Manufacturer narrative:
Concomitant medical products: product ID 977a2 lot# unknown, implanted: (B)(6) 2019. Product type lead product ID 977a2 lot# unknown, implanted: (B)(6) 2019. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was premature battery depletion. The impedance measurements were within normal range. A contributing factor was lead implantation. No diagnostics/troubleshooting was performed. The action taken to resolve the event was the ins will be replaced in the future with maybe a rechargeable ins and the surgeon may decide to move one of the leads. The issue was not resolved at the time of this report. The patient was alive with no injury. Two different ins implant dates were reported of (B)(6) 2019 and (B)(6) 2019, follow up is being performed to get clarification. No further complications were reported or anticipated.